Event description:
It was reported that the device displayed no sensor inserted; during the sensor session. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4)